Event description:
On 06-13-2000, erbe sales representative, was informed by the account that a perforation occurred which required surgery. Dr. Was performing a removal of a small sessile polyp in the right colon and a perforation occurred. Dr is very experienced with the system. Dr stated that dr had a "hard time" getting the endocut to activate. However, during the procedure the electrosurgical generator operated without any errors and has since been used for procedures without any problems. Pt has recovered without further complications.